Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited a pocket infection. The patient reportedly had foul-smelling drainage from the incision site when arrived at the hospital. A revision was performed, and the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Subsequently, a large black hematoma was evacuated and debrided from the left pectoralis region. The physician opted to place a temporary pacemaker at the internal jugular vein (ijv). In addition, patient received antibiotic treatment. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).